Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2024-01764. It was reported that following the patient doing physical therapy, patient experienced diminished therapy, patients leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein leads were repositioned to address the issue.